Event description:
A malfunction alarm identified as malf 0 was reported, with no notable events occurring beforehand. The customer did not disclose whether the issue affected their blood glucose level. Technical support decided to replace the pump. The customer planned to use multiple daily injections as a backup therapy and was instructed on how to put the malfunctioning pump into storage mode before returning it. A pre-paid label was provided for the return, and the shipping address was confirmed.